Event description:
Plaintiff alleges suffering physical injury and damage and has contracted severe and irrevesible type I latex allergy, which is believed to be permanent and life threatening. Plaintiff further alleges experiencing physical injuries, pain and suffering, loss of enjoyment of life, loss wages, loss earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress, all of which are believed to be permanent. Plaintiff's spouse alleges loss of consortium.